Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a290 lot# serial# (B)(6) implanted: 2015 (B)(6)explanted: 2016 (B)(6) product type lead product ID 977a290 lot# serial# (B)(6) implanted: 2015(B)(6) explanted: 2016 (B)(6)product type lead.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer¿s representative (rep) they had their cervical system first and then when the lumbar system was implanted they may have damaged the cervical leads because they woke up from surgery with a migraine like they had never had before, and since then they had been having issues. As a result the consumer had a revision performed a few weeks ago because the physician thought the lead was fractured. Following the revision the consumer recovered completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.